Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: respiratory status & oxygenation was bad, (B)(6) 2013. After the recovery from anesthesia, the respiratory status was bad and the oxygenation was bad. So the patient was stayed in ICU for a day. The respiratory status was getting better in the next day. The surgeon extracted veptr (hybrid type) of left rib to lumbus. The surgeon set the growing rods on both right and left sides. The surgeon extended right hybrid type at 1 cm and right cradle type at 0.5 cm, and exchanged two gold clips. From the doctors point of view this issue was related to the operating procedures, not to the products. This is 1 of 1 reports for complaint (B)(4).